Manufacturer narrative:
During the use of hymovis, the patient experienced the following events: injection site joint pain, injection site burning (pt: injection site pain) and injection site joint swelling. The events injection site joint pain, injection site pain (pt of injection site burning) and injection site joint swelling are assessed as serious incidents considering that the following criteria "temporary deterioration of a patient's state of health" is satisfied because of a temporary impairment. The events injection site joint pain, injection site pain (pt of injection site burning) and injection site joint swelling are anticipated undesirable side effects for the device and reported in the instruction for use (IFU). These events are probably related to marked inflammatory event. The case is assessed as possibly related to medical device according to who-umc causality assessment based on temporal relationship and the negative results of the investigation on hymovis manufacturing process related to the batch. No further information is available.

Event description:
In (B)(6) 2026, and on (B)(6) 2026, a 62-year-old female patient has been treated with hymovis (hyaluronate sodium hexadecylamide; batch n. L34390 exp. 07/2029) for articular cartilage disorder (indication text: degeneration of the cartilage in the right knee). Relevant medical history included: ligament operation (note: at the age of 13-14, the patient underwent surgery on her right knee for an unspecified cruciate ligament injury). Past product history included: hymovis for articular cartilage disorder (2 injections a year for around 10 years). Concomitant medication included: on unknown date, levothyroxine sodium (mah unknown) for thyroidectomy. Reactions: on (B)(6) 2026, the patient experienced injection site joint pain. The outcome of the event was reported to be recovering/resolving. Actions taken regarding the event: rest, ice and 600 mg of brufen morning and evening for 10 days. From (B)(6) 2026, 250 mg of levofloxacin morning and evening for 10 days, 600 mg of brufen when needed, ice and rest. From 03 july, brufen was replaced with arcoxia 60 mg, one tablet a day for 7 days. Then isometric exercises, swimming and ice. On (B)(6) 2026, the patient experienced injection site burning. The outcome of the event was reported to be recovering/resolving. Actions taken regarding the event: rest, ice and 600 mg of brufen morning and evening for 10 days. From (B)(6) 2026, 250 mg of levofloxacin morning and evening for 10 days, 600 mg of brufen when needed, ice and rest. From (B)(6) 2026, brufen was replaced with arcoxia 60 mg, one tablet a day for 7 days. Then isometric exercises, swimming and ice. On (B)(6) 2026, the patient experienced injection site joint swelling. The outcome of the event was reported to be recovering/resolving. Actions taken regarding the event: rest, ice and 600 mg of brufen morning and evening for 10 days. From (B)(6) 2026, 250 mg of levofloxacin morning and evening for 10 days, 600 mg of brufen when needed, ice and rest. From (B)(6) 2026, brufen was replaced with arcoxia 60 mg, one tablet a day for 7 days. Then isometric exercises, swimming and ice. Reaction as reported by the primary source on (B)(6) 2026: "the patient reports that for about 10 years she has been undergoing a cycle of treatment with hymovis (2 injections) once a year (during this period). She had her first hymovis injection at the end of (B)(6) 2026. The day after the second injection, administered on (B)(6) 2026, the patient reports having experienced pain, burning sensation and swelling. The doctor prescribed a cycle of brufen, rest and ice. On (B)(6) 2026, the patient reports having visited the doctor because the situation was not improving, and the doctor ordered blood tests, which were carried out on (B)(6) 2026. On (B)(6) 2026, the patient reported that, with the test results, she visited the orthopaedic surgeon, who performed an arthrocentesis, withdrawing 30 cc of synovial fluid for culture (results to be available in 10 days). The fluid extracted was cloudy and yellowish. The orthopaedic surgeon suspects an infection, based on the blood test results and the appearance of the extracted fluid. He therefore prescribes a cycle of antibiotics. The patient reports that she is still on bed rest." The reactions were deemed serious due to temporary impairment. Update received on 03-jul-2026: "the analysis of the synovial fluid does not show signs of infection." From (B)(6) 2026, brufen was replaced with arcoxia 60 mg, one tablet a day for 7 days. Then isometric exercises, swimming and ice. Request of batch number investigation has been sent to qa gmp on (B)(6) 2026. Investigation report for hymovis batch: l34390 received by pv department on (B)(6) 2026. The production and quality control documentation of the batch involved has been verified and no anomaly related to the present report was found. Based on the investigation, no issue regarding the product quality was found. Signed on (B)(6) 2026 by qa gmp director.